Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited pocket erosion. This crt-d was deactivated while the leads remained in service. In addition, the patient had a hematoma post-op of some kind. The patient was treated with antibiotics. The culture test shows negative results. Additional information indicated that after the device deactivation, the patient was sent home. And the patient and family decided on hospice care. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis is not able to confirm the reported patient observations of erosion and infection, which are known inherent risks with the use of this product.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had experienced pocket erosion. This crt-d was deactivated while the leads remained in service. In addition, the patient had a hematoma post-op of some kind. The patient was treated with antibiotics. The culture test shows negative results for infection. Additional information indicated that after the device deactivation, the patient was sent home, and the patient and family decided on hospice care. No additional adverse patient effects were reported. The patient's wife contacted boston scientific and reported that the patient had passed away about five weeks later. The local sales representative was told by the physician that the system was not extracted at the time the erosion was observed because the risk of death was too high. The device was explanted post-mortem and was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had experienced pocket erosion. This crt-d was deactivated while the leads remained in service. In addition, the patient had a hematoma post-op of some kind. The patient was treated with antibiotics. The culture test shows negative results for infection. Additional information indicated that after the device deactivation, the patient was sent home, and the patient and family decided on hospice care. No additional adverse patient effects were reported. The patient's wife contacted boston scientific and reported that the patient had passed away about five weeks later. The local sales representative was told by the physician that the system was not extracted at the time the erosion was observed because the risk of death was too high. The device was explanted post-mortem and was returned for analysis.